Manufacturer narrative:
This report is submitted on june 28, 2023.

Event description:
Per the clinic, the patient experienced sore around the abutment site (specific date not reported). Subsequently, the patient was treated with oral and topical antibiotics (specific date and duration not reported). There are plans to remove the abutment however, this has not taken place as of the date of this report. The implanted device remains.